Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the micro tornado hand piece did not work properly. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the unit presented a short circuit in the motor cable and the motor cable was replaced. Preventive maintenance was performed, the o-rings were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as electrical failure on the motor cable. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w hand control did not work anymore. No patient consequence and no surgical delay was reported. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device presented a short circuit in the motor cable. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.